Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter was displaying ¿wrong readings¿. She stated that at 9am on (B)(6) 2019, she obtained an alleged inaccurate result of ¿285 mg/dl¿ followed a few minutes later by a much lower reading. The patient manages her diabetes with metformin oral medication. She denied making any changes to her usual diabetes management routine as a result of obtaining the reported reading. She indicated that within 20 minutes, she performed the other test on the meter and this time the result was ¿125 mg/dl¿. She reported that at 9:10am on (B)(6) 2019, she developed ¿shakiness¿ and felt like she ¿would fall over¿. She denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the patient was unable to confirm if the meter had been set to the correct unit of measure. The patient described the correct testing steps and indicated that she had used the same approved sample site to obtain the blood samples. However, the patient confirmed that she had sometimes been leaving the test strip vial cap open and had been storing up to 10 test strips on a table for periods of time; both actions contrary to the owner¿s booklet. Education and training were provided by the cca and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, a few minutes after obtaining alleged inaccurately erratic blood glucose results on the subject meter while using test strips which had been stored contrary to the owner¿s booklet.